Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6)2024 due to broken click legs event in needle hub. Infusion set was used for a few hours. Blood glucose level was 651 mg/dl at the time of the event. Patient was found positive for moderate ketones. Patient was treated with intravenous (IV) and fluids of saline and insulin. Patient was released from the hospital on (B)(6) 2024. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6007985 have already been previously tested in the complaint (B)(4) on 04/jul/2025 test results: the reference samples were visually inspected and tested for flow and leak test. All test results were within specifications as per the complaint (B)(4) complaint test report. Device history record (DHR) review: the lot 6008102 was manufactured according to the work instruction (wi) version 97 packaged in the multivac 14, on 03/jul/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4f05447 was manufactured according to the wi version 42 in the gluing of tubing in the machine mp04 and mp08, on 09/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/jul/2025 against malfunction code broken/defective click legs on tubing connector and lot 6007985 no more complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.